Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mr was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Two xtw mitraclips (lot.:41004a1124 lot.:41004r109) were implanted successfully, reducing mr to trace. On (B)(6) 2025, the patient returned for reintervention to stabilize the result as recurrent mr grade 2 was present. The original clips remained stable on the leaflets and no tissue damage was observed. An additional xtw (lot: 41004r1046) was implanted successfully reducing mr to grade 1.